Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On july 26th 2016, the patient/lay user contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter read inaccurately high compared to their feelings and/or normal readings. This complaint was classified based on additional information obtained by the customer service representative (csr) during a follow up call with the patient. The patient stated that the alleged inaccuracy occurred at 6:30pm on (B)(6) 2016. At this time the patient obtained a blood glucose result of ¿600mg/dl¿ with the subject meter. The patient stated that they manage their diabetes by taking the following daily medication: 26 units of lantus insulin in the morning and 6 units in the evening and 10 units of ¿rapid insulins¿ before breakfast, 6 units before lunch, 4 units at tea break and 8 units before dinner. The patient did not make any changes to this normal diabetes management regimen as a result of the alleged product issue. An unspecified period of time later the patient developed the symptoms of ¿dizzy and high heart rhythm¿; symptoms which were associated with hypoglycemia. At this time the patient measured their blood glucose on the subject meter and on another unspecified device and obtained blood glucose results of ¿35mg/dl¿ on both devices. In response to these symptoms the patient visited their doctor¿s office and received unspecified treatment for low hypoglycemia. At the time of troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter. The unit of measure was also set correctly on the subject meter. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient allegedly obtained an inaccurately high reading on the subject meter which led to them developing symptoms indicative of serious injury which required healthcare professional intervention after the alleged product issue occurred.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips both passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.